Event description:
It was reported that during a prostatectomy, the active blade broke off into the patient. The piece wasn't found.

Manufacturer narrative:
Info anticipated, but unavailable at this time.